Manufacturer narrative:
Additional information received on 01-feb-2018 that this event occurred during use and under delivery per patient request was noted. It was reported that the pump was beeping with 8.9 ml of fluorouracil remaining in the pump. The patient decided not to continue infusion of the remaining volume, therefore full doses was not obtained. It was reported that this was the patient choice. No patient injury, medical treatment or adverse effects were reported. Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found no evidence of reported problem. The customer's reported problem was not verified. The device was started in application, and no problems was found with double beeping. However, service replaced the downstream sensor as a preventive measure. The root cause of the issue is unknown.

Event description:
It was reported that the device gave an alarm. No known adverse effects to patient.